Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 210h, an external fluid leak due to a damaged dialysate was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The visual inspection was performed, and it was noted that the returned product was wet which suggested a leak had occurred. A leakage test of the dialysate side was performed, and a leak was found. Several stress marks on the lateral position of the dialysis connector were found. The cause of the leak was determined to be a damaged (cracked) dialysate connector. The reported condition was verified. The cause of the damaged connector could not be determined; however, the stress mark was on the side of the dialysate port which suggests that the damage did not occur during the production of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.